Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch, MFR's report# 1222780-2011-00018. Prior to a novasure endometrial ablation, the physician removed a 'mirena' (estrogen releasing intrauterine system), which was "embedded in the center of the fundus of the uterine cavity", performed an adiana procedure for permanent contraception, used a novasure sounding device, and dilated the cervix (not a hologic device). Following 2 unsuccessful cavity integrity assessment (cia) tests during the novasure, the physician did a hysteroscopy and saw two perforations, "3 cm apart." The "bowel was not perforated." The general surgeon sutured the two perforations and the pt was admitted into the hospital for observation on (B)(6) 2011 and discharged on (B)(6) 2011.

Manufacturer narrative:
Lot number of the suresound not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the identified lot number and serial number for the disposable device. No abnormalities were found related to the reported info. This device passed the final testing prior to release. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).